Event description:
It was reported that during a cross-over pta procedure, the catheter balloon burst & the replacement catheter encountered the same result. It was necessary to remove the introducer with the 2nd catheter to use a larger introducer with a competitor's catheter to successfully remove the stenosis in the iliac.